Manufacturer narrative:
The device history records were reviewed and no non-conformance was identified that would cause or contribute to the reported event. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the tensioner would not tighten on the plate used on the manubrium. The surgeon removed all three plates and re-approximated the sternum using wire at which point the surgeon was able to successfully close the sternum using a new sl360 set. The delay was about 30 minutes due to the time required to remove and replace the system.

Manufacturer narrative:
The products were returned for an evaluation. The product identity was confirmed in the evaluation. According to the visual inspection conducted in the evaluation, the returned products show no signs of damage beyond normal use. According to the evaluation, it was noted that the patient had a high body mass index and that the second product was successful after first approximating with wires. According to the evaluation, this indicated that the patient's condition led to a high a mount of force needed to bring the sternal halves together. According to the evaluation, the returned products functioned within specification. According to the evaluation, there are no indications of manufacturing defects. According to the evaluation, the complaint cannot be verified. The most-likely cause for the complaint was determined to be the patient's condition.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.